Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected clock monitor frequency error alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went into diabetic ketoacidosis due to a set falling out. Customer also reported a clock monitor frequency error alarm. Blood glucose level at the time of the incident was 265 mg/dl. Customer reported that the alarm occurred during rewind. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.